Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that pt had original surgery in 2011. Had a revision in 2016 for pain and squeaking. Pt presented to surgeon for a second opinion for having squeaking again when she is walking. Upon x-ray, surgeon noted eccentric poly wear and is suspect of a malpositioned cup. The cup was malpositioned, the head has a large black mark on it and the poly is warped.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.